Event description:
It was reported that during follow-up, device software reset was observed. The device had encountered multiple parity resets and internal clock had stopped. The issue was resolved by software download and device parameters were reprogrammed per physician's specifications. Normal device function was restored. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.